Event description:
Treatment of an arteriovenous fistula (avf) with onyx. It was reported it became difficult to inject onyx during the procedure. The physician decided to continue on with the treatment and the catheter ruptured. The catheter was then removed and another marathon was used to completed the procedure. No patient injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after the evaluation is completed.